Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported devices had been placed on tooth # 30 (unknown notation system) for an unknown amount of time. Per the applicable IFU, under the section "contraindications", it is stated that severe bruxism, clenching, and overloading, may cause component fracture, screw loosening and device failure. DHR review: DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a year-long complaint history review by item number (mhlas) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event are nonverifiable. Sections updated: b5: tooth site where the event occurred has been added to the original complaint description. G4: date additional information was received from pce results.

Event description:
It was reported by the customer that the screw loosened in patient's mouth. Screw was tightened and patient was sent home. Event occurred at site tooth #30.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID is unknown. Patient's age is unknown. Patient's weight is unknown. Event date is unknown. Lot number and UDI was not provided. Device manufacturer date is unknown. Screw will not be returned.

Event description:
It was reported by the customer that the screw loosened in patient's mouth. Screw was tightened and patient was sent home.